Event description:
It was reported before using one (1) bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, customer found a damaged cap. No patient or user impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using one (1) bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, customer found a damaged cap. No patient or user impact reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 12-mar-2025 h3. Device eval by manufacturer- yes investigation summary - bd received one sample and two photos for investigation. A visual examination of the returned sample and the photos revealed damage to the hemogard closure assembly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged cap. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.